Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, approximately 4 years and 7 months post implantation of a 23mm sapien 3 ultra valve implanted in aortic position, a valve in valve with a 23mm non edwards transcatheter valve was successfully implanted due to valve degeneration leading to mixed severe insufficiency and stenosis (mean gradient greater than 40 mmhg). The patient presented with dyspnea on exertion degenerating into recurrent pulmonary edema.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported degeneration has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), structural valve deterioration can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. In these cases, it can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, it was reported that the patient has a medical history of hypercholesterolemia. Hypercholesterolemia is a well-known comorbidities for leaflet calcification potentially leading to valve degeneration/stenosis. As such, available information suggests patient factors (hypercholesterolemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.